Event description:
Per the clinic, the patient experienced skin flap infection and subsequently, underwent a procedure in order to extract the pus; however, the issue could not be resolved. The device was explanted on (B)(6) 2019.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 27, 2024.